Event description:
Rn placed bd midline catheter in pt's right antecubital. Initiated vacomycin infusion. Pt c/o mild discomfort in arm with flushing of line and within 26cc of infusion developed rash, redness, itching and hives in rt arm extending from below insertion site to axilla. Infusion stopped and md notified. L-cath placed in left antecubital (polyurethane catheter). Pt received infusion without difficulty and bd midline pulled.